Manufacturer narrative:
Explant is in the future (B)(6) 2020. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "one of the implants has broken, which has been observed in an MRI." Device explantation scheduled.